Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was focal fibrous pannus ingrowth on the inflow surface of leaflet 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 25 mm sjm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to valve deterioration. A 23 mm sjm regent mechanical heart valve (model unknown) was implanted. Per report, the explanted valve had a tear on the left coronary and noncoronary leaflet. The patient was reported to be recovering with no complications and has been discharged.